Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead during a normal follow up exhibited an increased in the threshold's measurements. Due to this rising threshold there is a strong suspicion of lead damage. This lead was then successfully replace. No additional adverse patient effects were reported.